Event description:
The patient was unable to adjust stimulation. The programmer screen showed a "call your doctor" icon and the device was in a power on reset condition (por). Additional information was requested.

Manufacturer narrative:
(B)(4).